Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent a primary breast augmentation with an unknown mentor silicone breast implant experienced bilateral capsular contracture grade IV post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements with mentor silicone prosthesis on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
On november 1, 2021 additional information received indicated that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).